Event description:
Patient had an edwards valve placed inside a failed 34mm evolut. Failure was due to regurgitation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).